Event description:
It was reported that during a lsh procedure, the white tissue pad fell off during use. Unk how case was completed. No pt consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.